Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of noise that led to pacing inhibition. An x-ray was taken which revealed a lead fracture. A revision procedure was performed where the ra lead was surgically abandoned and a new lead was implanted with the existing pacemaker. No additional adverse patient effects were reported.